Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the dislodged grip ring failure is attributed to manufacturing. The probable root cause of the torn jaw cover is attributed to the user.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the jaws of the synchroseal instrument would not open/close. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the seal of tissue. The issue did not occur after a system start. There was no problem to open the jaws but was unable to close the jaws. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open properly. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. Additional observation(s) related to customer reported complaint: the instrument was found to have the jaw cover torn. The tears measured roughly 0.0600" x 0.0445". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The jaws did not open and close properly as the cover is extended to the base of the jaws. The pin is still in place and not dislodged. The complaint regarding the jaws not opening and closing was confirmed by failure analysis.